Event description:
A diabetic pt (type ii for 6 years) obtained a result of 237 mg/dl with the suspect device. A few hours later, she was transported to the hospital by ems after becoming unconscious. At the emergency room, the pt's blood glucose was 22 mg/dl using an unknown device, and the pt was given IV medication. Telephone troubleshooting on 5/22/97 indicated that the device was reading controls high out of range on 5/22/97. The system was replaced.